Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735785 cable dp to mini-dp; product ID: 9735764 computer; product ID: 9736408 adapter usbc to hdmi video. H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for system would intermittently display no video detected, hdmi port on computer was defective. A1102 was coded for display no video detected. The system was serviced in the field by a medtronic representative. The computer and high-definition multimedia interface (hdmi) dongle were replaced. Codes b01, c13, and d02 are applicable. Img code g02004 applies to the cable, g0200701 applies to the computer, and g04003 applies to the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system would intermittently display no video detected on the main cart monitor. The manufacturer representative (rep) rebooted the system, which had no effect. The site used another navigation system main cart to proceed with the case. The rep reported that after the case, they booted back up this main cart and it booted up as intended. During troubleshooting, the rep indicated they already replaced the high-definition multimedia interface (hdmi) cable on the back of the monitor. The rep confirmed the main cart was set to hdmi on the softkey menu. This issue caused a 5 minute surgical delay. It was unknown if there was an impact to the patient. The hdmi port on computer was defective. It was reported that plugging the monitor hdmi port into the external hdmi on the input/output (I/o) panel made the application boot up as intended on the main cart monitor. Additional troubleshooting performed after replacing the computer. The rep stated the issue was still present, they had no video on the main cart only and the camera cart was functioning as intended. The rep could touch the ethernet cable from the computer to the router and the issue intermittently resolved. They had a new known working ethernet cable and swapped it but issue was unresolved. The rep used another navigation system on site and swapped the hdmi to usbc cable from the computer to video. The issue resolved.

Manufacturer narrative:
H2: additional information was added to b5 and section a. H3, h6: the computer 9735764, lot 2408f03058 was returned for evaluation. No failure was found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned on the ports. The computer passed all burn-in testing v 9.1. The computer was fully functional. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure was a spinal fusion. There was there was no impact on patient outcome.